Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.

Event description:
Baxter product surveillance contacted the homechoice patient (hp) on (B)(6) 2012 regarding an unrelated report. The hp stated that she was diagnosed with peritonitis on (B)(6) 2012 and was in the process of recovering from that event. The hp stated that they were hospitalized on (B)(6) 2012. The hp was unable to provide any additional information. The peritoneal dialysis registered nurse (pdrn) was contacted regarding this peritonitis event on (B)(6) 2012. The pdrn stated that the cause of this peritonitis event was unknown and that the patient had denied any use error or touch contamination. The pdrn was unable to confirm the hospitalization or the treatment that the hp received. On (B)(6) 2012 additional information was received from global pharmacovigilance. The new information stated that the cause of the peritonitis was use error, touch contamination. The pdrn was contacted on (B)(6) 2012 to clarify the causality of this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, the statement of touch contamination was made based solely on the culture results. The hp is recovering from this event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd891085) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.